Manufacturer narrative:
(B) (4). No product was returned, however, an x-ray image was provided to assist in the investigation. The device is shipped with an instructions for use (IFU) that lists the anatomical requirements, warnings and precautions, and correct deployment procedure. The IFU states that, "manipulation of products requires fluoroscopic control." We will notify the appropriate personnel of the event and continue to monitor for similar complaints.

Event description:
On monday, (B) (6) the physician was placing a femoral ivc tulip filter into a female patient. Upon complete deployment of the filter, the 4 legs did not open up and for about 10 seconds, the filter was free floating in the cava. While everyone was holding their breath, the first 2 legs opened and the other 2 had to be wedged around with a c2 catheter to finally open up. In the end the patient was fine.